Event description:
The caller indicated there was a note from 2014 that indicated dfts failed so an azygous lead was added which then fractured and was partially removed at gen change in 2021. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).